Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the leads were tunneled across the sternum to the right side in 2006 due to a tumor on the left chest. It is suspected that the lead adapters may be fractured causing the high impedance measured on the shocking coils of the lead. The status of the lead is unknown but a new defib lead was implanted. No patient complications have been reported as a result of this event.